Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after the infusion of iron completed the rn went to flush the line with a normal saline syringe and noticed the tubing leaked from unspecified locations on the set. They stated, "as if the tubing had puncture holes". There was no report of harm.